Event description:
It was reported to philips that when the therapy knob is set at 150j, the device charges to 120j. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.